Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient had their device implanted on (B)(6) 2017. The patient admitted themselves to the hospital the following day because they had a fever and pain. The patient was still in the hospital on the day of the report. The physician wanted to rule out pneumonia. It was noted that the patient¿s white blood cell count was great. It was also noted that the patient may have other neurological issues. The rep stated that the patient¿s device was never turned on since implant, so an MRI was done of the spine to rule out sepsis. The MRI had to be stopped because the patient was complaining of their battery site hurting, and their pocket site heating up during the MRI. The rep mentioned that the doctor thought the patient¿s initial pain was caused by their implant surgery. The patient¿s device was removed on (B)(6) 2017. The MRI was continued post-explant, and the doctor found no abscess. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.